Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a surgical excision in the central forehead region on unknown date due to a four-centimetre diameter swelling and the absorbable hemostat was inserted into the cavity post excision to ensure hemostasis. The excision was performed under local anaesthesia via a horizontal incision along a natural skin crease. Four days after the procedure, the patient presented to the emergency department with a fluctuant swelling at the surgical site, coryzal symptoms and bilateral periorbital edema. On assessment, the patient did not demonstrate any clinical signs of surgical site infection. Surgical exploration with wound washout resulted in prompt resolution of all symptoms. It was also reported that in the absence of evidence of wound infection and systemic symptoms, this incident was attributed to a rare type four hypersensitivity reaction to oxidised cellulose.